Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided reset instructions for the malfunction code, and after resetting the pump, the code did not recur, allowing the customer to continue using the pump as instructed.